Manufacturer narrative:
(B)(4): they were unable to obtain a reading from the intra-uterine pressure sensors that were being used on a pt. The hospital's safety alerts coordinator stated that this did not result in any pt harm. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
They were unable to obtain a reading from the intra-uterine pressure sensors that were being used on a pt. The hospital's safety alerts coordinator stated that this did not result in any pt harm.